Event description:
It was reported that when using the bd pyxis medstation system, the tower door failed and had a coupled latch, which hinders users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that the customer had requested the tower doors to be de-coupled. The customer unloaded the tower and deleted it, then removed the door coupler, and configured the tower on the system to resolve the issue. The system functioned as intended after the customer troubleshooted the device.